Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization the physician had successfully deployed four trufill dcs orbit coils and several competitors' coils. The physician then used a trufill dcs orbit mini complex 3.5 x 9 coil and was unable to detach the coil. Several attempts to detach the coil were made unsuccessfully and the coil became stuck and stretched. The coil was removed for safety reasons successfully with the boston scientific sl10 microcatheter. Another coil was then used to successfully complete the procedure. There was no reported patient injury. The target lesion was a vertebral artery dissection. The lesion was not calcified or tortuous.

Manufacturer narrative:
A dcs syringe was used for the procedure. There were no kinks or damages noted to the system upon inspection. A dedicated saline flush line was used to fill the syringe. Prior to attempting to detach the coil, it was verified under fluoroscopy that there was no stress against the microcatheter or delivery tube. The syringe was changed after the reported product issue to deploy the other coil. The coil delivery system was prepped without any difficulty. The dcs syringe was taken to the red alternative detachment zone beyond the green zone after the coil did not detach/deploy in the green zone. The dcs syringe pressurized as intended in both zones. Nothing else was done in attempting to detach the coil. The microcatheter was not re-positioned while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one to one relationship between the coil and the delivery tube was verified under fluoroscopy prior to re-positioning. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.